Event description:
According to the info rec'd the pt was with infective endocarditis, associated paravalvular abscess, and a history of embolic phenomena. Evidence of native mitral valve tissue destruction and vegetation on one mitral valve leaflet were noted at implant; however, the heart was otherwise normal with healthy chambers. An annular abscess was removed and two add'l abscesses were noted (splenic and cerebral). The above-referenced 29mm valve was implanted intra-annularly in the anatomical orientation utilizing 2/0 ticron horizontal everting pledgetted mattress sutures. An unusual chordae structure was present in the left ventricle; however, it did not appear to violate the valve area. The subvalvular structures were preserved and no ruptured chordae were found. The pt was removed from cardiopulmonary bypass (cpb) and intraoperative transesophageal echocardiogram (tee) demonstrated the valve initially functioned normally until one leaflet appeared immobile. No obstruction was observed on ultrasound and the leaflet became mobile again when the surgeon reached behind and gently manipulated the heart, freeing the leaflet. Again the leaflets appeared to open and close normally until the same leaflet ceased movement, becoming fixed in the closed position. The pt was returned to bypass and an attempt was made to rotate the valve; however, it could only be rotated 5 degree and the pt was removed from cpb. The valve again appeared to function normally before the leaflet ceased movement for a third time. The pt was returned to cpb for a third time, the valve was removed and a 27mm sjm masters series mechanical heart valve (model 27mecj-502) was implanted in the anti-anatomical position. It was reported the chordae structure that extended from the anterolateral papillary muscle across the mitral orifice was resected because it was believed it may have contributed to the leaflet entrapment. The papillary muscle was resuspended with a gore-tax neo chord. Ventricular disruption was reinforced with two horizontal mattress sutures and pericardium and a 27mm valve was chosen due to the trauma associated with the removal of the previous valve. It was also reported another 29mm (model 29mecj-502) was not readily available for use. The pt was reported to be doing well postoperatively and no add'l info was received.